Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. Unit received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot, cracked battery tube threads and missing end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was 4.6 mmol/l at the time of the call. The customer stated that the buttons do not respond. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.